Event description:
Customer reported receiving an error 4 message on his locked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter was now unlocked. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint confirmed. Calibration parameters were within spec. Meter is unlocked to mg/dl. Errors 0300, 0015, 0204, 0800 and 0806 were found in error log indicating battery droop. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the famay2006 letter.